Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure sensor board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
From china aer database: it was reported that the anesthesia unit had a negative pressure alarm that resulted in a loss of mechanical ventilation during a case. There was no report of patient injury